Event description:
Information received indicates the head up and down function is not working, due to fluid inside the electrical pan.

Manufacturer narrative:
The technician dried the electrical components to repair the bed.